Event description:
The customer reported erroneous elevated microalbumin (ma) for 5 patient samples generated on the unicel dxc800p synchron chemistry analyzer. The erroneous results were reported out of the laboratory. The customer indicated they have not been notified of any change to the patient treatment in association with this event. The samples were repeated and lower results were obtained. The sample was a random urine sample. The controls were ran before and after the event and trended towards the high ranges for microalbumin. The customer stated the analyte would be calibrated then quality control was performed and the ranges would be within range. However, over a period of run the customer stated a trend shift higher will be noted. The customer requested service call to be generated. On 05/07/2012, proservice was dispatched to investigate the event and performed the followings: replaced the sample probe and wash collar. Ran carryover performance verification (pvt) for washstation, reagent and sample probes. Replaced both reagent wash collars and performed alignments for each probe. All carryover pvt's passed. Calibrated am and ran all qc. All results within spec. The root cause of the event was a malfunction with the reagent probe wash collars.

Manufacturer narrative:
On (B)(4) 2012, the customer called and reported ma, micro albumin and mtp, micro total protein, calibration and control issues continues. The customer stated to the customer technical specialist that they did not run patient samples since controls are still out. Customer technical support (cts) instructed the customer to load a new ma and m-tp reagent, recalibrate those chemistries and run qc. Cts followed up with the customer on two different days and both chemistries calibrated and qc was within range.